Event description:
The hospital reported that during a procedure, they experienced a total loss of image. The procedure was completed and there was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation revealed that there was no problem found with the image. The device was tested for one hour using a cable unit that is being manipulated below the main body protector boot and the connector site, although the user's claim cannot be duplicated. However, there were dents and scratches on the objective frame and at the distal end of the main body unit (r-unit), which were attributed to physical damage. The cause of the user's experience cannot be determined; however, the physical damaged on the main body unit of the device cannot be ruled out as a contributing factor. The report is being filed as an MDR in an excess of caution.